Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Although mechanical testing demonstrates that metal-on-metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown." "Intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02464 & 02465).

Event description:
Legal counsel for patient reported that patient underwent an initial total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of pain in the left thigh and groin. Additionally, patient's legal counsel alleged that patient had increased metal ion levels and that the ball and socket was wearing away and possible infection. Patient alleges severe pain and impairment of mobility this report is based on allegations set forth in plaintiff's notice and the allegations therin are unverified.